Event description:
The device was inserted on a friday, checked for bowel sounds, nil. No x-ray done to check for placement. Entire tube removed and stylet protruding out end of tube. One pt involved.